Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7094474/7094478.

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also noted that the patients spinal cord stimulation (scs) leads had migrated due to scar tissue. The patient underwent an scs explant procedure. No further information was obtained despite good faith efforts.